Event description:
Customer reported an issue with the vibration feature of their insulin pump not functioning properly. There was no adverse impact to the customer's blood glucose level. The customer continued to use the pump for insulin therapy.